Event description:
Subsequent to the initial medwatch report, additional information received indicated that cuff misses occurred with two additional proglide devices in this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - date of occurrence corrected to (B)(6) 2014.

Manufacturer narrative:
(B)(4). The other two proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
Subsequent to the initial and follow-up #1. Medwatch reports, additional information received indicated the following information: reportedly, there was resistance felt during insertion of the device and a cuff miss occurred. A second proglide device was used with the same result. A third proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - against resistance. Per the instructions for use: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed as key components were not returned with the device. The reported event of difficult to insert the device into the patient anatomy was not confirmed as the device was successfully back-loaded over a proxy guide wire. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Reportedly, the device was deployed after resistance was encountered. The instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three unused, sterile proglide devices with the same lot number 30915k1 as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.

Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, there was resistance felt during insertion of the device and a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.